Event description:
It was reported that a pump alarmed for downstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was rec'd and evaluated by baxter. The incoming eval found the downstream sensor current reading to be within specifications w/o a set loaded, but out of specification with a fluid filled set loaded. The unit was reworked to ensure expected performance.